Manufacturer narrative:
UDI= (B)(4). A visual analysis of the returned device revealed the side-car rx was torn and presented pushback out of specification. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during lithotripsy on (B)(6) 2016. According to the complainant, during the procedure, the trapezoid rx basket was used to crush a 2cm stone. After the stone was crushed several times the sheath was torn. The physician decided to complete the procedure with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.